Event description:
During an in-clinic follow-up, a rapid drop in estimated battery longevity was observed on the device. Premature battery depletion was suspected. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Analysis of device image found the device was drawing high current. Electrical testing confirmed high current drain from the hybrid. The high current drain was later unable to be reproduced on the bench and environmental stress testing. An anomalous hybrid was found to be the cause of the high current drain and premature battery depletion.